Event description:
It was reported that when using the bd pyxis medstation system, the drawer jammed, which hindered users from accessing medications for a patient. This incident resulted in delays in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 failed to open at the station due to the latch sensor cable was broken. A field service engineer replaced the latch cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.